Event description:
It was reported that the 9800 system had a generator mis-match error message displayed. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an on site investigation. The 9800 system was mismatched with another system. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.